Event description:
The account alleges that a drainage catheter is leaking fluid from the valve after acquiring patient access. No patient consequences to report.

Manufacturer narrative:
The suspect device is expected to return for investigation. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
The suspect device was returned for investigation. The device was examined visually and microscopically. Functional testing was performed. The complaint is confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.